Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation results: summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Conclusion: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. DHR review for batch 7002638 (p/n 309628): all visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 7002638 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Unconfirmed: bd was not able to confirm the customer¿s indicated failure root cause: no root cause can be determined as no samples were received.

Event description:
It was reported that a hcw found foreign matter in a 1 ml bd luer-lok¿ disposable syringe after withdrawing medication from a vial. There was no report of injury or medical intervention.